Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor would not power up. The patient tried different outlets and ensured proper connections and the monitor still had no power. A new power cord was ordered. No patient complications have been reported as a result of this event.